Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Bent damage was noted on the cannula spindle and the cannula cap slightly separated from the cannula. One plastic post from the sled was found broken which causes latch was out of position that is why the internal cannula components were not sliding properly. In addition, the ratchet pawl was found excessive wear and tear.

Event description:
It was reported that during a hernia procedure the device would not fire. It was found that the cannula cap was damaged and slightly separated. The procedure was completed using an unlike device. There were no patient consequences reported. No additional information was provided.